Event description:
It was reported that the customer had not worn the sensor in months. Customer's blood glucose level was 234 mg/dl. Customer was admitted to the emergency room because she thought she had low blood glucose levels, but her lab results showed that she was fine and she was allowed to be released. Customer was advised that sensors have expiration dates and should be used accordingly. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.